Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted surgically into the left femoral artery in a 54-year-old female patient presenting in heart failure/cardiogenic shock and cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Upon transfer to the intensive care unit (ICU) from an outside hospital, limited/minimal distal flow was noted by doppler. A hematoma was also noted above the repositioning sheath. The patient was on anticoagulation on arrival. Manual pressure and a sandbag was placed to decompress the hematoma. A warming blanket was applied with nitroglycerine paste to bilateral feet. After one hour, flow was reestablished by doppler. The hematoma also resolved after one hour. It was noted that the patient was also on venous-arterial extracorporeal membrane oxygenation (va ECMO) in bilateral legs. Two days after impella insertion, the impella was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 2.3l/min as intended. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements. The presence of multiple invasive cannulation devices increase the risk for limb ischemia and bleeding. Limb ischemia may also be influenced by patient-specific factors such as the patient's peripheral vascular disease, underlying critical illness, hemodynamic instability, anticoagulation status, and vascular access characteristics.